Manufacturer narrative:
Investigation completed 3/16/2017. Method: DHR review, trend analysis, failure analysis. Device history record reviewed for this product ID work order / lot/ serial # (B)(4), a total of 5 pcs were manufactured on 08/24/2012 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. On this failure the condition of eroded aluminum is confirmed; but obvious evidence of exposure to hyper-chlorite and the "clashing" situation¿ - not confirmed when the unit is set up properly. During evaluation, the following was observed: the skull clamp was received with significant movement in locking mechanism. The locking mechanism is blocked due to furring. The triad rocker assembly is damaged by a pitting in the aluminum, see pictures attached. Conclusion: the root cause for this issue was improper setup. This condition occurs when the unit position is left 'between a tooth" on the ratchet extension. Then the torque knob is turned while the ratchet extension is in between not solidly snapped in place. When the ratchet is properly positioned, the "clashing" would not have occurred.

Event description:
Customer has two a1114 clamps that are about 2.5 years old. The customer described the issue as a "sudden clash of the mayfield clamp when attaching." Until about two months ago, the clamps were cleaned by hand in the operating room with secusept plus 4%. After that, the clamps were oiled and placed to dry. The clamps were processed according to the customer's processing instructions. In the washing department, the neo-mediclean forte was used. The program was called: vario-td. The customer stated that when the clamps are properly processed and properly maintained, the clamps should hold much longer than just 2.5 years. There was no patient contact, injury or increase in surgery time. Linked to mfg. Report number: 3004608878-2017-00078.